Manufacturer narrative:
Device received with unresponsive buttons due to corroded electronic assembly. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife was reported via phone call that the insulin pump had stuck buttons alarm. The customer blood glucose level was 68 mg/dl. Customer states that numbers was not ramping on their own also the scroll bar was not moving with no input. Customer states that there was no response from any button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.